Manufacturer narrative:
The lift was inspected by the distributor ((B)(4)). The distributor's technician found no evidence of a malfunction and the device performed as intended. The nursing assistant stated that the strap kinked prior to the lift, but she turned the strap to correct the kink. In the instruction guide, 7en140102-04 for golvo 7007 es, it is stated under safety instructions: before lifting always make certain that: the lift strap is not twisted or worn and that it can move freely in and out of the lift unit; lifting accessories are not damaged; the lifting accessory is correctly applied to the lifting equipment; a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The lift's distributor ((B)(4)) performs preventative maintenance on the account's lifts. Hill-rom requested the return of the sling bar and attachments for additional investigation. The parts have been received and the investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill -rom received a report from the account stating the patient dropped to the floor and landed on her buttocks while being transferred from the bed. The lift was located in the patient room at the account. There was no injury reported and the xrays did not show any fractures. The patient was not transferred to the hospital, but remained in the care facility per the family's wishes. Palliative care was provided including morphine for pain relief. The patient died on (B)(6) 2015, at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom has completed the investigation of the returned parts and all items were fully functioning. However, the lift strap had signs of being repeatedly used while twisted during lifting and the aluminum hook profile had signs of wear and indentation marks. The indentation marks on the quick release aluminum hook can indicate that the quick release hook (qrh) has not been properly attached to the q-link during lift. For patient safety, it is very important that the caregivers follow the instructions given from hill-rom. Hill-rom states in (B)(4) "instruction guide universal slingbar" that the caregiver shall always, before lifting, make certain that ¿the lifting accessory is correctly applied to the lifting equipment." To ensure this, there are images showing a correctly attached qrh in the universal slingbar instruction guide. This lift strap has been repeatedly twisted during lifting which is not according to the instruction guide of (B)(4). Hill-rom states that the user shall check the lift strap for wear and make sure it is not twisted before lifting. Based on this information, no further action is required.

Event description:
Hill -rom received a report from the account stating the patient dropped to the floor and landed on her buttocks while being transferred from the bed. The lift was located in the patient room at the account. There was no injury reported and the xrays did not show any fractures. The patient was not transferred to the hospital, but remained in the care facility per the family's wishes. Palliative care was provided including morphine for pain relief. The patient died on (B)(6) 2015, at the account. This report was filed in our complaint handling system as (B)(4).